Manufacturer narrative:
The hardware investigation of the returned driver found that the reported event was related to a physical damage issue. As reported, the tip of the instrument had been broken off. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts were replaced at the time of this report. No parts have been received by manufacturer for analysis. No further issues have been reported. This device is included in the medical device field correction notification, "potential for instrument breaking. Medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was placing a large screw, using their solera 5.5/6.0 driver, and the tip of the driver twisted off. The surgeon used a second driver to continue the procedure. There was no delay of therapy. The surgeon was unable to remove the broken driver tip and choose to leave the sheared-off tip in the screw head. The surgeon completed the procedure with the use of navigation. There was no impact on patient outcome.